Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 1 states, "material sensitivity reactions." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 4 of 4 mdrs filed for the same event (reference 1825034-2013-01512 / 01515).

Event description:
It was reported that patient underwent bilateral hip arthroplasty on (B)(6) 2006 and (B)(6) 2007. Subsequently, patient alleges that a revision is needed due to tumors, soft tissue damage, and elevated cobalt and chromium levels. There has been no reported revision procedure. No further information has been provided to date.

Manufacturer narrative:
This follow-up report is being filed to relay corrected and additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent bilateral hip arthroplasty on (B)(6) 2006 and (B)(6) 2007. Subsequently, patient alleges that a revision is needed due to tumors, soft tissue damage, and elevated cobalt and chromium levels. Additional information received from patient's legal counsel reports patient underwent a left hip revision on (B)(6) 2013 and a right hip revision on (B)(6) 2013 due to patient allegations of pain, inflammation, soft tissue changes including muscle atrophy, pseudotumor, adverse local tissue reaction, elevated metal ion levels, lack of mobility, loss of range of motion and difficulty ambulating. Legal document alleges the presence of a pseudotumor and corrosion at head and neck joint during the revision procedures. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received from patient operative (op) notes dated (B)(6) 2013 reports patient was revised on the left hip due to pain and elevated chromium and cobalt levels. Revision op report notes a portion of the abductor had avulsed. The head was removed and replaced. Additional information received from patient op notes dated (B)(6) 2013 reports patient was revised on the right hip due to pain. Revision op report notes a portion of the abductors was no longer in continuity due to a soft tissue pseudotumor type reaction throughout the area. Op report further notes corrosion at the junction between the head and the neck. The head was removed and replaced.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "inadequate range of motion due to improper selection or positioning of components." And "fretting and crevice corrosion may occur at interfaces between components."

Event description:
It was reported that patient underwent bilateral hip arthroplasty on (B)(6), 2006 and (B)(6), 2007. Subsequently, patient alleges that a revision is needed due to tumors, soft tissue damage, and elevated cobalt and chromium levels. There has been no reported revision procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received from patient's legal counsel reports patient underwent a left hip revision on (B)(6), 2013 and a right hip revision on (B)(6), 2013 due to patient allegations of pain, inflammation, soft tissue changes including muscle atrophy, pseudotumor, adverse local tissue reaction, elevated metal ion levels, lack of mobility, loss of range of motion and difficulty ambulating. Legal document alleges the presence of a pseudotumor and corrosion at head and neck joint during the revision procedures.